Event description:
It was reported that in central processing, the distal wire was frayed on the fenestrated bipolar forceps instrument. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. The pitch cable was frayed at the distal clevis hub. The clevis did not exhibit any damage. An additional observation not reported were scratches on the surface of the distal pulley. No other damage was found. An additional observation not reported was the bipolar pin was bent upwards toward the top pin. The chassis feature that acts as a hardstop for the pins was not broken. Electrical continuity testing was performed and passed. Failure analysis concluded the bent pin was likely due to mishandling / misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable could likely cause or contribute to an adverse event if the failure mode were to recur.